Manufacturer narrative:
Section a4: patient weight: unknown/ asked but not available. Section a5: ethnicity and race: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that iol was explanted from the right eye due to halos and glares which patient did not like it. The explanted lens was replaced with another jnj lens with the same model and diopter. There were no patient injuries or no other medical or surgical intervention required. Patient was doing well. Upon further follow up, it was informed that the lens was thrown away, so there is no lens being returned. No other information was provided.